Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as "the dilator splited". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. For materials kz-43122-unw, 002200-014040, a non-conformance was initiated for lot 71c20h0946 related to smaller inner diameter of tubes. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as "the dilator splited". No patient harm reported. The device was replaced. The patient's condition is reported as fine.